Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer's blood glucose was 9.3 mmol/l at the time of the incident. It was reported that the customer fell from a tree and the insulin was broken. It was also reported that the customer was in a hospital and that they needed a new insulin pump, so a new insulin pump was ordered. There was no indication of troubleshooting for the damage. The insulin pump will be returned for analysis.